Manufacturer narrative:
Concomitant devices: rods, screws, crosslinks (implant: (B)(6) 2010, explant: (B)(6) 2012), graft expanders/extenders (implant: (B)(6) 2010). (B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with preoperative diagnoses of lumbar spine stenosis secondary to epidural lipomatosis. The patient underwent the following procedures: posterior instrumentation, l4-s1, using spinal instrumentation; laminectomy at l4, l5, and hemilaminotomy at s1; posterolateral arthrodesis, l4-s1, using locally harvested autograft, allograft, and rhbmp-2/acs with graft expanders/extenders. No patient complications were noted. The first two months, the patient presented with mild to moderate low back pain, as well as some pain along the heel. Impression: status post lumbar surgery; plantar fasciitis, right greater than left. On 197 days post-op : the patient presented with some axial back pain as well as some numbness in his feet. The patient underwent x-rays of the lumbar spine. Findings: pedicle screw instrumentation in good position from l4-s1. No change in alignment or evidence of screw lucency or hardware failure. Posterolateral bone graft and laminectomy defects are noted. Impression: degenerative disc disease; back pain; epidural lipomatosis and spinal stenosis. On 210 days post-op: the patient presented with preoperative diagnoses of right impingement syndrome and right acromioclavicular joint degenerative joint disease. A right superior labral tear was added as a postoperative diagnosis. The patient underwent the following procedures: right arthroscopic subacromial decompression; right arthroscopic distal clavicle resection; right arthroscopic debridement of the superior labral tear. No patient complications were noted. On 246 days post-op: the patient presented with remaining axial back pain even after completing physical therapy. He also reports continued numbness in the feet and radicular pain. On 255 days post-op : the patient underwent CT of the lumbar spine. Impression: interval l4 and l5 laminectomies with resolution of the central canal stenosis; placement of l4-s1 posterior fusion with mild loosening of the s1 screws; l3-4 slight enlargement of the small left foraminal disc protrusion causing progressive mild/moderate left neural foraminal stenosis. On 267 days post-op: the patient presented for follow up after undergoing a CT myelogram of the lumbar spine. The doctor¿s notes on this study were the following: shows adequate decompression of the l4-5 and l5-s1 segments. He does have some loosening, 2mm around the s1 screws and incomplete consolidation of the bone graft. There is also some mild right foraminal narrowing at the l4-5 segment. On 414 days post-op: the patient presented with bilateral lumbar spine pain. Visit note states the patient has some incomplete fusion discontinued at the l5-s1 level and the patient is continuing to use the bone stimulator. On 561 days post-op : the patient presented with lumbar spine pain with increasing amounts of lower extremity numbness and tingling. Plain x-rays demonstrate hardware in place spanning l4-s1 with good posterolateral fusion. No lucencies are seen around the screws. There is some decreased disc space height at l3-4 without instability. Assessment: lumbar/ lumbosacral disc degeneration. On 591 days post-op: the patient underwent MRI of the lumbar spine due to low back pain with bilateral radiculopathy symptoms. Impression: postoperative changes; no focal disc herniation, central canal or neural foraminal stenosis is identified. L2-3, mild facet hypertrophy and ligamentum flavum hypertrophy. On 605 days post-op: the patient presented with bilateral lumbar spine pain. The patient underwent MRI of the lumbar spine. Findings: adequate decompression of the l4-5 and l5-s1 disc spaces. L3-4 is well preserved without stenosis. No residual compression is seen on the nerves. The doctor states that he believes the patient¿s current and continued neuropathy and pain is probably related to his radiation treatments for his rectal cancer. Exam found the patient to have decreased range of motion in the lumbar spine. The patient has decreased sensation in the plantar aspects of his feet, consistent with neuropathy. Assessment: degeneration, lumbar/lumbosacral disc. On 693 days post-op: the patient presented with low back pain and pain into the bottoms of his feet bilaterally. Assessment: low back and bilateral lower extremity pain with previous back fusion. On 701 days post-op: the patient underwent MRI of the thoracic spine. Impression: anterior hypertrophic degenerative changes; otherwise essentially negative non-contrasted MRI of the thoracic spine. No significant disc displacement or canal stenosis. On 709 days post-op: the patient underwent x-rays of the lumbar spine. There is loosening of the s1 screws. Degenerative changes at l4-5 have progressed. The patient also underwent myelogram and CT of the lumbar spine. Impression: there is continued mild loosening of the s1 pedicular screws; degenerative changes at l3-4 and l4-5, appears stable to slightly increased since the prior study. On 711 days post-op: the patient presented with low back pain. A MRI from over a year ago demonstrated loosening of his s1 screws. The patient has pain and numbness down his legs. On 722 days post-op : the patient underwent posterior fusion and instrumentation for pseudoarthrosis and loosening of hardware.